Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set; no issues were observed with the pump supplies. Customer's blood glucose (bg) was over 600 mg/dl. Customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. As event occurred in the past, tandem technical support was unable to determine a possible cause of the occlusion.